Manufacturer narrative:
Initial 2 of 8. E1: name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced the infusion set coming off during use due to an adhesive issue on (B)(6) 2026. The patient reported experiencing the same issue with eight infusion sets.